Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.